Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarm during testing. The device was received with intermittent button response and button error alarm due to corroded keypad traces. There was no frozen display during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call battery out limit alarm, keypad anomaly and frozen screen. Customer's blood glucose level was 201 mg/dl. Customer advised they were unable to clear the battery out limit alarm as a result of keypad anomaly. Customer advised the insulin pump had a frozen screen and the issue would not resolve. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.